Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation and no images were provided. Based on provided information, it has not been possible to determine the root cause of this event. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) patient underwent tevar for acute aortic dissection. The patient was suitable for the repair. Cia was 11 mm. The left subclavian artery was preserved with the chimney technique with e-luminexx (manufacturer: bard). When flushing the delivery system of esbe-40-81-t-pf-d ((B)(4)) with the valve in a close position, saline leaked from the hemostatic valve. Another device esbe-40-81-t-pf-d ((B)(4)) was used instead and the stent graft was placed in the desired site. However because the stent graft was not long enough and also because there was no other extension device in stock, air removal was performed on esbe-40-81-t-pf-d ((B)(4)) with carbon dioxide, then the stent graft was additionally placed. Patient outcome: there have been no adverse effects to the patient reported.